Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: allergic reaction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pt had received 2 xience v stents during a procedure in 2009, and it was stated that the pt presented to the doctor's office five days later, experiencing a rash that had begun approx one week post procedure. It was thought that the rash could have been an allergic reaction to plavix, so the decision was made to change the medication to tyclid; however, the rash nas not resolved. No add'l event or pt info is available.

Manufacturer narrative:
The other xience v everolimus eluting coronary stent system indicated is being filed under the same MFR number.